Event description:
It was reported in 2005, the patient had aortic stenosis. A root enlargement with a pericardial patch was done. Recently, the patient presented with complete calcification of the leaflets. The valve was explanted and another root enlargement was done. A 25mm toronto root was implanted. The patient expired in 2008. Additional information has been requested.